Event description:
It was reported by provider that the irc5po2v concentrator has 9 hours on it and states the unit turns on, but then will shut down, red light then alarm. This was to be a rental unit but according to the provider, was never used.